Manufacturer narrative:
The product was not returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. There have been no other events for this lot to date. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Additional information has been requested, but has not been received. Based on the information provided, we have not been able to determine a root cause.

Event description:
It was reported that an intraocular lens (iol) was explanted from the eye approximately 6 years and 4 months after implant due to dislocation. A replacement iol of a different model was successfully implanted. Additional information has been requested, but has not been received.

Manufacturer narrative:
Additional information: though requested, no further information has been provided by the reporting facility. The device was returned for evaluation. One intraocular lens (iol) was returned in a plastic bio-hazard bag, wrapped in gauze. The original packaging was not returned. A post-it note attached to the bag had the reported serial number written on it. Particulates, saline dentrites and dried solutions are visible on the optic. Visual inspection found the lens is in three pieces. One haptic is broken off near the optic with only a small piece of the haptic remaining attached. The other haptic has been torn from the optic and is lying loose on the gauze along with the broken piece of the first haptic. The delivery device was not returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The product evaluation could not verify the failure mode due to the condition of the product. It cannot be determined if the lens dislocated. There have been no other complaints for this lot to date. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.